Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump display screen was dim and discolored. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump display screen was noted to be dim, faded, and discolored with a reddish tint. Unrelated to the display issue, the pump clip insert (u-groove) was found to have broken free from the pump. (B)(6).